Event description:
On (B)(6) 2026, a patient underwent a port placement procedure through the internal jugular vein using an x port isp m.r.I. Device. On (B)(6) 2026, catheter breakage occurred, and the catheter migrated to the atrium. It was further reported that the break was identified due to patient discomfort. On (B)(6) 2026, the catheter was successfully retrieved by the interventional radiology team. The patient's current condition is stable.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.